Event description:
Operative notes were provided which note that the lead was stuck into the generator. An instrument was used to remove the generator from the lead and the surgeon identified a defect with the lead on the right side of the plastic portion of the lead. Impedance was ok after the replacement; however the surgeon is concerned that battery will not last as long. No additional relevant information has been received.

Event description:
Update was received that the patient underwent a replacement surgery. Only the generator was replaced and the impedance after the generator replacement was resolved and observed ok. The generator has not been received to date.

Event description:
It was reported that the patient was referred for surgery due to a low battery and high impedance. A chest x-ray was also provided for review. No known surgical intervention has occurred to date. No relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.